Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/20/2014 for investigation. Investigation results as follows: visual inspection was performed and revealed that the top cover and front enclosure were cracked. From the condition of the returned unit, the cause of the damages appear to be wear and tear. The platform was run with a test manikin and a large resuscitation test fixture (equivalent to a 250 lb. Patient) and the reported issue could not be duplicated. No issues were observed during compressions while testing the platform. A review of the archive shows the following: on (B)(6) 2014, the platform exhibited multiple user advisory (ua) 2 (compression tracking error) and user advisory 18 (max take-up revolutions exceeded) faults. The ua 2 faults were attributed to the patient being misaligned on the platform or the lifeband being opened. A definitive cause for the ua 18 could not be determined. Based on the investigation, the part(s) identified for replacement are the top cover and front enclosure. In summary, the reported complaint was confirmed during review of the archive. Multiple ua 2 and ua 18 faults were observed on the reported event date of (B)(6) 2014. Following service, including replacement of the damaged parts found during visual inspection, the device passed all testing criteria.

Event description:
It was reported that during use on an approximately (B)(6) pound patient, the autopulse platform performed compressions for a short time (exact length of time unknown) and then stopped with a message to realign the patient. The crew realigned the patient but could not get the autopulse to restart. They then powered the device off to realign the patient but the same issue occurred when the device was powered back on. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also indicated that the battery charge status icon was showing two bars on the reported event date. The next day, customer used the same battery and platform to test on a mannequin and did not encounter any issues. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.